Event description:
It was reported that the procedure was to treat a common iliac artery. An 8.0 x 19 mm omnilink elite was prepped according to the instructions for use (IFU) and was being loaded onto the guide wire; however, before entering the patient the stent dislodged off the balloon onto the wire. The device was removed and an 8.0 x 29 mm omnilink elite was again prepped per the IFU and advanced to the lesion. During deployment, a non-abbott inflation device could not maintain pressure; although the omnilink elite was successfully deployed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The omnilink elite referenced is being filed under a separate manufacturing report number.